Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-01096. It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). A 6f non-bsc introducer sheath was inserted and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the target lesion. However, upon first inflation, the balloon ruptured at 12 atmospheres after being inflated for 10 seconds. Subsequently, it was then replaced with a 2.0mmx30mmx143cm nc quantum apex¿ balloon catheter but the balloon also ruptured upon first inflation at 20 atmospheres for 10 seconds. Finally, a 2x2 nc balloon catheter was advanced and successfully dilated the lesion at 20 atmospheres. No patient complications were reported.